Event description:
A customer reported a minimum fill notification while attempting to load a new cartridge into their insulin pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Tandem technical support instructed the customer to remove the pump from its case and clean the pneumatic tap area. After attempting to resolve the issue with the same cartridge failed, a new cartridge was loaded onto the pump successfully, allowing the customer to resume insulin delivery.